Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient with an external neurostimulator (ens). It was reported that the hcp had reached out to the rep regarding a patient. It was noted that the patient had a successful two weeks trial and was currently in the or for stage 2. It was indicated that when the physician opened the pocket, they reported the pocket was full of pus until how far the infection extended. They wanted to know how to proceed with the infection. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the lead was removed/explanted from the patient and was discarded. The cause of the infection was unknown. It was reported the physician had been treating the patient¿s infection and planned on implanting them at a later date. There were no further complications reported or anticipated.